Event description:
The dentist reported that the low profile abutment broke two (2) months after placement. The dentist replaced the fractured abutment the same day.

Manufacturer narrative:
Visual inspection has confirmed the reported event. Abutment was fractured at screw portion. The device history record review for the abutment was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. A definitive root cause has not been determined. (B)(4).